Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise causing pacing inhibition for two seconds. The patient was asymptomatic. Attempts to recreate were unsuccessful. Defibrillation threshold (dft) testing was performed to see if the associated device could detect ventricular fibrillation (vf) at a different sensitivity which it could not. A lead revision procedure was performed. No adverse patient effects were reported.